Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, lot# n249096001, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving lioresal 200mcg/ml at 400mcg/day via an implantable pump. The indications for use were intractable spasticity and head/brain injury. The patient was experiencing increase in spasticity. It was unknown if any environmental, external or patient factors that may have led or contributed to the event. A dye study was normal. The pump was replaced due to normal end of life and the catheter was replaced because of lack of spasticity control. The patient¿s status was noted as alive, no injury and the issue was resolved at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.